Manufacturer narrative:
Product ID, 8709 lot# j10975r57 serial#, implanted: 2002 (B)(6), explanted. Product type catheter. (B)(4).

Event description:
It was reported that there was a suspected leak at the pump catheter connection. A seroma was noted at refill with "excess fluid" around the outer edge of the pump, and a myelogram was performed. It was reported that the pump had been programmed by a previous physician to a stopped infusion mode for approximately 2 years. At a pump refill 11 months ago, patient had minimal efficacy with therapy including pain and the need for oral pain coverage. The device was used to deliver morphine. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).